Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The bmw universal guide wire referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported implant damage was not confirmed. The reported difficult to remove/guide wire resistance was confirmed. The difficult to position/guide wire resistance could not be replicated due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position/difficult to remove the guide wire or implant damage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, the cine was reviewed by an abbott vascular clinical specialist who concluded that there was successful pre-dilatation and placement of a metallic stent in the proximal left anterior descending lesion. The cine contained no images of insertion or positioning of the implant.

Event description:
It was reported that the procedure was to treat a lesion in the lad. Predilatation was performed with residual stenosis less than 40%. An implant (3.0 x 18 mm) was advanced into the lesion with no issue; however, the guiding catheter (non-abbott) suddenly slipped back into the left main due to lack of backup and subsequently the implant also moved back into the guiding catheter. The implant was withdrawn from the patient and it was noticed that almost all of the struts looked flared. A new implant was successfully placed. No adverse patient effects or clinically significant delay. A balance middleweight (bmw) universal guide wire was returned frozen inside the delivery system. Per follow-up with the site, it was thought that perhaps the guide wire had become frozen inside the device during advancement through the rotating hemostatic valve. No additional information was provided.